Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right ventricular (rv) lead exhibited high impedance and climbed up afterward. There was difficulty extending the helix, even with 30 rotations. The lead was taken out of body, examined, flushed and attempted again. The helix extended easily the second attempt, but the impedance continued to climb. The lead was removed and replaced with a new one. No patient complications have been reported as a result of this event.